Manufacturer narrative:
Additional information: according to the information received from the field the recipient no longer had benefit after an ear cleaning procedure, likely leading to the active electrode being pulled out of cochlea. Further it is reported that the active electrode extruded into the external ear canal. In addition in situ measurements point to a damage to the active electrode caused by device minute mobility prior to the ear cleaning procedure. No information on possible further steps has been received.

Event description:
The recipient was seen on (B)(6) 2024, when the implant was found not functioning. Parents revealed that they went to their regular ent doctor and an ear wax removal was carried out. From that day onward the implant no longer worked. During otoscopic evaluation they found the electrode in the external auditory canal (eac). Reportedly, the electrode extruded through the tympanic membrane. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was seen on (B)(6) 2024, when the implant was found not functioning. Parents revealed history that they went to a regular ent doctor at their place and did an ear wax removal. From that day, the implant was not working anymore. On otoscopic evaluation they have found the electrode in the external auditory canal (eac). Reportedly, the electrode extruded through the tympanic membrane. Further proceedings are unknown.